Event description:
It was reported that bd 60ml syringe luer-lok¿ tip contained foreign matter. The following information was provided by the initial reporter: "it was reported black particles floating in the syringe. ".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-21. Investigation summary: it was reported there are black particles floating in the syringe. To aid in the investigation, one sample in a sealed packaging blister and four photos were provided for evaluation by our quality team. A visual inspection was performed and the sample has embedded degraded resin. It was also observed the packaging blister has black dust particles. Three of the photos show a syringe with embedded degraded resin. The other photo shows the packaging blister top web. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. For the loose dust particles, this defect could occur in the packaging blister if the packaging machine is not completely cleaned. A device history record review was completed for provided material number 309653, lot number 1112993. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate embedded degraded resin escapes. Verification of the packaging process was performed. Everything was clean and no loose particles were found. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: it was reported there are black particles floating in the syringe. To aid in the investigation, four photos were provided for evaluation by our quality team. Three of the photos show a syringe with embedded degraded resin. The other photo shows the packaging blister top web. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot number 1112993. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate these escapes. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photos sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip contained foreign matter. The following information was provided by the initial reporter: "it was reported black particles floating in the syringe. "